Manufacturer narrative:
Age at time of the event: 18 years or older. (B)(4). Device evaluated by MFR: device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.   Bsc ID: (B)(4). Tw#: (B)(4).

Event description:
It was reported that stent foreshortening occurred. A 5x150x130 innova¿ stent was selected for an intervention in the patient's superficial femoral artery (sfa). The lesion was 90% stenosed, minimally tortuous, and moderately calcified. Antegade access was gained to the lesion and pre-dilatation was performed. There was no difficulty deploying the stent, however, during deployment the stent started to compress and it shortened. The stent measured 80 mm post-deployment (visual estimation). No damage was noted on the stent. Post-dilatation was performed after the stent was deployed. Because the stent was assessed to be shortened, a 5x60 innova¿ stent was used to cover the rest of the lesion. No patient complications were reported. The patients status after the procedure was fine.